Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5166473. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch received states that the right atrial lead (ra) lead exhibited high pacing impedance and over sensed noise leading to pause in pacing. The lead was explanted. There were no patient consequences.